Event description:
It was reported that motor rate error. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was removed/broken on the bottom case. The device was cracked on lower left front corner by the tube holders of top case and missing battery. Motor rate error was found in event history log. Motor rate error was found during occlusion test. The root cause was found to be the main board was found misaligned due to incorrect assembly by customer. Reassembled main board, replaced motor assembly, worm gear, leadscrew and clutch halves for preventive measures due to normal wear (pump was over 14 years old). Performed preventive maintenance and all functional testing which passed.